Event description:
It was reported. That the patient presented remotely via merlin.net transmission. Analysis of the transmission noted. That the right ventricular (rv) lead exhibited noise oversensing. That was recorded as non-sustained rv oversensing episode. The rv lead was capped on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested, but not received.